Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.\

Event description:
The customer reported via phone call that her blood glucose was 412 mg/dl. Customer declined troubleshooting for high blood glucose because she wanted to put a new infusion set on and treat with her insulin pump.